Manufacturer narrative:
(B)(4). This complaint is against the minicap, but the minicap in use at the time of the incident was unknown. The specific product code for the minicap is unknown. The brand name and 510k have been provided in this MDR. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. In 2012, the patient began pd therapy. On (B)(4) 2012, during a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was not determined. Treatment was not reported. The patient was recovering from the event. The event was unrelated to the pd solutions. On (B)(4) 2012, gpv received the following additional information from the peritoneal dialysis registered nurse (pdrn) . On an unreported date, the patient went into the water while camping and the catheter cap and dressing got wet. On (B)(6) 2012, the patient was diagnosed and hospitalized for peritonitis manifested by cloudy effluent. Cause of peritonitis was from getting in the water while camping and getting the catheter cap and dressing wet. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering at the time of the hospital discharge. On an unknown date, the patient went to the pd clinic. At that time, pd effluent remained cloudy. On (B)(6) 2012, the patient was readmitted to the hospital for peritonitis. The reason for the second hospitalization was because the peritonitis was not treated long enough during the first hospitalization. Treatment was not reported. At the time of this report, the patient remained hospitalized. The patient was retrained on aseptic technique. The patient was recovering from the event. The event of peritonitis was not related to pd solutions or supplies. The reporter (rn) declined to be further contacted.